Event description:
It was reported that the customer had an occlusion alarm during bolus delivery. The customer's blood glucose level was elevated (348 mg/dl). The customer changed out both the cartridge and the infusion set after receiving the alarm and prior to contacting tandem technical support. No occlusion alarms occurred during troubleshooting with tandem technical support with the new cartridge and infusion set.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.